Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "slit" at the patient line of the homechoice cassette. This occurred during an unknown process step of peritoneal dialysis therapy. The patient was not connected. There was no leak observed on the supplies. Renal therapy services (rts) assisted in ending the setup and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection with naked eye noted scratches/surface marks to the patient line next to the patient connector on both returned samples. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the scratches were caused by grippers during manufacturing process; however, the scratches does not affect the functionality of the set; therefore the samples met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.